Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the avalon fm20 fetal monitor could not be heard and that it detects intermittently towards the patient. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips quality analyst reviewed the reported issue and provided additional information that the customer does not have warranty or active contract for the attention to this device. A service quote for the avalon fm20 fetal monitor was provided to the customer. The customer did not accept the quote. There have been no subsequent calls related to this issue. The root cause of the customer's allegation is unknown.